Event description:
It was reported: the closed suction system suddenly popped off during ongoing mechanical ventilation; the coupling did not seem to attach at all; upon closer inspection of the product, a transparent oil-like liquid could be seen at the y-piece coupling. There was no reported injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation; however, the reporter provided photographic and videographic evidence which is currently under review. A review of the device history record is in-progress. All information reasonably known as of 07 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided videographic evidence, analysis of the video confirmed the report of loose connection; however, the report of transparent oil-like liquid was not observed on the evidence provided by customer. The root cause for the report of loose connection has been attributed to the molding and is manufacturing related. Complaints will continue to be monitored for possible trends the device history record for lot 20127233 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported: the closed suction system suddenly popped off during ongoing mechanical ventilation; the coupling did not seem to attach at all; upon closer inspection of the product, a transparent oil-like liquid could be seen at the y-piece coupling. There was no reported injury.